Event description:
Advocate stated the customer received a blood glucose reading on the contour that was 30mg/dl higher than the doctor's meter. The specific readings were not provided. Depending on the actual readings the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Advocate was advised to have customer return the strips for evaluation. New meter and strips were sent to customer.